Manufacturer narrative:
As reported, during balloon inflation of a 5f mynx control vascular closure device (vcd) deflation was confirmed during the temporary hemostasis of 2 minutes. The device was used without any issues, and hemostasis was completed. There was no reported patient injury. The device was being used in an endovascular thrombectomy procedure. Decompression was observed; however, the product continued to be used until the procedure was completed. The procedure was performed using an antegrade approach. The deployer¿s mynx training status was completed. A 10 cm non-cordis short sheath was used. The femoral artery suitability, including insertion angle (30¿45 degrees), was verified on angiography or venography. The vessel type was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and little peripheral vascular disease (pvd)/calcification at the puncture site. Hemostasis was achieved by continuing use of the product until the procedure was completed. The device was stored and prepared according to the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The balloon did not lose pressure after being pulled to the arteriotomy. One non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An attempt to perform an inflation/deflation analysis was made; however, it could not be completed due to leakage observed during balloon inflation. A high-magnification microscopic evaluation was performed to assess the balloon surface. During this analysis, the presence of a pinhole was observed. The exact cause of the balloon pinhole could not be determined based on the available evidence; however, this type of damage is consistent with cases where it may result from handling, procedural, or other non-manufacturing related factors. A product history record (phr) review of lot j2511801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the pinhole found could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, access site vessel characteristics (there was little pvd/calcification at the site) and/or concomitant device factors likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the IFU, which is not intended as a mitigation, it states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, phr review, nor the available information suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot j2511801 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during balloon inflation of a 5f mynx control vascular closure device (vcd) deflation was confirmed during the temporary hemostasis of 2 minutes. The device was used without any issues, and hemostasis was completed. There was no reported patient injury. The device was being used in an endovascular thrombectomy procedure. Decompression was observed; however, the product continued to be used until the procedure was completed. The procedure was performed using an antegrade approach. The deployer¿s mynx training status was completed. A 10 cm non-cordis short sheath was used. The femoral artery suitability, including insertion angle (30¿45 degrees), was verified on angiography or venography. The vessel type was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and little peripheral vascular disease/calcification at the puncture site. Hemostasis was achieved by continuing use of the product until the procedure was completed. The device was stored and prepared according to the instructions for use. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery or vein. The balloon did not lose pressure after being pulled to the arteriotomy. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.